Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. No additional details were provided.

Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test or test for high blood glucose levels and absence of no delivery alarm due to motor error alarms.